Event description:
The biomedical engineer (bme) reported that the nibp module on the bedside monitor (bsm) was intermittently pumping up then deflating again when taking manual and interval nibp readings, and it failed to produce readings. There were no error messages. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nibp module on the bedside monitor (bsm) was intermittently pumping up then down again when taking manual and interval nibp readings, and it failed to produce readings. There were no error messages. The customer tried changing the cable and cuffs, but the issue persisted. No patient harm or injury was reported. Details of complaint: the customer had replaced the cable and cuffs, but the issue persisted. The complaint unit was returned and evaluated. Nihon kohden repair center (nk rc) was able to observe / duplicate the reported issue. Nk rc indicated that the issue was due to a pump malfunction. Nk rc replaced the pump and solenoid valve of the device to resolve the issue. The cause of the reported issue is pump failure. The root cause of why the pump failed could not be identified. Known causes of nibp pump failures are physical damage, fluid intrusion, and wear and tear. The nibp pump is a mechanical component and is susceptible to wear and tear. Frequency of use and preventative maintenance are contributing factors to wear and tear of the pump. Device maintenance is outside of nihon kohden's control. There was no recurrence history for this device. Nk will continue to trend and monitor the reported issue. Attempt #1 12/09/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/14/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the requested information.

Event description:
The biomedical engineer (bme) reported the bedside monitor (bsm) was not properly pumping up when taking manual and interval nibp readings. The device pumps and then deflates and pumps again. No readings are given, and there are no error messages. The customer has tried changing the cable and cuffs, but the issue remains. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported the bedside monitor (bsm) was not properly pumping up when taking manual and interval nibp readings. The device pumps and then deflates and pumps again. No readings are given, and there are no error messages. The customer has tried changing the cable and cuffs, but the issue remains. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 12/09/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 12/14/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested.